Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/2/2018. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 6/15/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Initial reporter phone: (B)(6) . (B)(4)

Event description:
It was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis on (B)(6) 2018. The left breast prosthesis deflated during surgery. The deflated prosthesis was removed and immediately replaced with an intact, similar mentor smooth round moderate plus profile 325cc saline prosthesis. Patient reported to be in stable condition.